Event description:
Boston scientific received information that this product was part of a system associated with a patient infection that developed after a recent lead revision on a competitor lead. There were no additional adverse effects reported. The product remains in service at this time and the patient was admitted to the hospital to receive treatment. The physician will continue to monitor the patient at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.